Event description:
The following was reported to hamilton medical ag: summary:panel connection lost leading to reboot.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary:panel connection lost leading to reboot.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended due to a software error. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. If the unit was in use on a patient could not be determined. No patient, user or third party harm was reported. The root cause was determined to be a software error. In august 2023 the software was updated and the unit passed a 4 week benchtest without issue. The panel connection lost issue was fixed with a software update version 1.2.3.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint. The ventilator didn`t work as intended due to a software error. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. If the unit was in use on a patient could not be determined. No patient, user or third-party harm was reported. The root cause was determined to be a software error. In august 2023 the software was updated and the unit passed a 4 week benchtest without issue. The panel connection lost issue was fixed with a software update version 1.2.3. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: panel connection lost leading to reboot.